Event description:
The customer reported that the system intermittently displayed "xray disabled, please reboot error messages." This would prevent the system from performing fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and repaired a connector pin. The system operates as intended.